Event description:
During a peripheral treatment procedure, the tip of the graphix guide wire fractured and remains in the patient. The physician was attempting to cross a very calcified lesion located in the peripheral vasculature below the knee. The tip of the wire fractured and remains in the peripheral vasculature. No attempt made at retrieval. Patient status is listed as "okay".